Event description:
It was reported that the device quickly depleted from eri to eol.

Manufacturer narrative:
Analysis found the device to exhibit normal battery depletion. The device was within normal longevity limits. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: device evaluation anticipated but not yet begun.